Manufacturer narrative:
H10: on 26jun2023, the bench service engineer (bse) confirmed the 1007 error appeared on bootup. The bse swapped a known functioning data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable with the customers, and the issue did not resolve. A known functioning da pcba was swapped, and the issue did not resolve. A known functioning mc pcba was swapped, and the 1007 error no longer appeared. On 16jul2023, it was stated by the bse that the customer had opted to dispose of the unit and did not have the repair completed. The mc pcba was not replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1007 (machine and proximal pressure sensor failure) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer was provided with a proposal for bench services. Further information, troubleshooting, and resolution is pending the customers' acceptance or rejection of the provided proposal.

Manufacturer narrative:
E1: (B)(6).